Event description:
Boston scientific received information, through the patient's home monitoring system, that this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead exhibited a low out of range (oor) shock impedance. While the patient was performing the home interrogation the power went out, and it is not known if this had an effect of the reading that was transmitted. Additional information was received, from the boston scientific field representative, that the patient and device system were evaluated in the clinic and there was just one low shock impedance measurement (as previously captured by the patient's home monitoring system). Lead impedances were evaluated in different vectors, while the patient performed isometric movements, and no out of range values were noted. No programming changes to the device were made. The patient will be continuing with routine follow-up, and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available our investigation is complete. This investigation will be updated should further information be provided.